Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted. The surgeon reported that he was disturbed during the operation and forgot to pull out the plastic sheath before cutting off the sling surplus after tape adjustment. He realized the mistake and was able to pull out the mesh, but not the plastic sheath which remains in the patient. The surgeon admitted the error. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device instructions for use state "when the tape is in position, remove the plastic sheaths that covers the mesh." No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected information: the information contained in this file has been determined to be a duplicate of the event reported in medwatch # 2210968-2012-08387. Therefore, this medwatch # 2210968-2012-08192 will be voided.